Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp) due to the right cylinder appearing longer than the left side and creating a bend. The bend was not caused by scar tissue. During the procedure the existing device was removed and a new set of cylinders were implanted with less rear tip extenders. No specific device malfunction was caused by the bend. The patient did not experience any complications related to the device.